Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rinato; guide catheter: ndt6f; stent: 3.5x18 mm bmx-j. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery. The 3.5x8 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance for post-dilatation. However, when the nc trek rx bdc was pressurized, the balloon failed to inflate. The nc trek rx bdc was removed, and was flushed; a leak was observed around the balloon area however it is unknown if the leak was coming from the balloon or from the shaft distal to or proximal to the balloon. It is possible the balloon ruptured or a tear in the shaft occurred near the balloon. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.